Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the device had treatment disabled. There was no patient involvement.